Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial component, catalog #: ni, lot #: ni; unknown nexgen articular surface, catalog #: ni, lot #: ni; unknown nexgen stem, catalog #: ni, lot #: ni; unknown nexgen tibial block, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant indicated that the product would not be returned to zimmer biomet for investigation as it was retained by the hospital. The product was evaluated through radiographic inspection and the reported event was confirmed. X-rays provided identified no acute fracture or dislocation. However, radiolucency at the bone-cement interface of the anterior femoral component could suggest loosening. The posterior tibial slope measured ten (10) degrees while the frontal tibial component angle measured six (6) degrees. There was adequate cement mantle of the femoral component anteriorly, but cement was not well-seen inferiorly and posteriorly. The patient anatomy was within normal limits and the overall fit of the implants was appropriate. The device history records could not be reviewed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for the reported event. See all reports associated: 0001822565-2017-07997.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately two (2) years and six (6) months post initial surgery due to pain and component loosening. Although x-rays provided identified radiolucency of the femoral component, the femoral component was not removed. No additional patient consequences were reported.